Event description:
A compression/distraction unit was applied in combination with an orthofix lrs external fixation system to perform a femoral lengthening. During treatment, the compression/ distraction unit did not lengthen as intended. The device was replaced in a new surgery under partial anesthesia.